Manufacturer narrative:
The unit functioned properly during displacement test and self-tests. There was no black, blank display or display anomaly noted. However, moisture damage was found on electronic and motor assembly. All operating currents were normal, and the back light functioning properly. There was no back light anomaly noted, the pump was received with minor scratched display window, broken reservoir tube lip and cracked battery tube threads. The pump was received without the original belt clip slot. No damage on the pump belt clip slot noted. (B)(4).

Event description:
The customer reported via phone call that their insulin pump display was going on and off. Customer states that their pumps display goes out for a few seconds and then it comes back on. Customer attributes the issue to their pump having been submerged in water. The patients' blood glucose is 110mg/dl. The customer was advised to discontinue use of the pump. A replacement pump and belt clip would be sent out.